Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is complete. The reported problem (service code 204-monitor unusable) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that a patient was receiving service code 204 (monitor unusable).